Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a PICC. The customer reports the catheter snapped at the hub. The catheter was able to be pulled out.

Manufacturer narrative:
One sample consisting of one 1.9 fr dual lumen peripherally inserted central catheter (PICC), product code 43304 that came inside of a generic plastic bag was received for analysis. Visual inspection was performed and it was observed that the catheter presented signs of use (dirt). The 1.9 fr dual lumen tube was separated/cracked approx. 2 cm below the butterfly stabilizing wing. The involved finished good lot and relevant subassembly lots were reviewed. These lots do not reveal any deviation from the current procedure that might have contributed to the reported condition. In addition, no non-conformances were opened for all the assembly levels, raw materials and incoming components. No process changes that may impact the product/process related to the reported condition have been made. The following potential causes were identified: lack of training (the device history record (DHR) review did not present non conformances or corrective and preventive action (CAPA) related to training), misuse (over bending, excessive force, cleaning agents, etc.). The possible misuse is that the catheter could have been damaged during use, result of catheter over bending, use of excessive force, use of alcohol based cleaning agents, sharp objects, etc. The instructions for use (IFU) includes warnings to use caution regarding these aspects when using the catheter. There were no DHR deviations found and there is a 100% leak/pressure test per procedure. The event description states that the catheter snapped at the hub and the catheter was able to be pulled out. Based on the investigation and available information, it can be concluded that more likely the device was damaged during use as the sample evidenced clear signs of use. This suggests that the device functioned as intended for a certain amount of time. The reported issue was confirmed. The most probable root cause can be considered as misuse. The IFU was potentially not followed causing catheter breakage during use. There are no additional actions required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak/pressure testing at the final stage of production, which would avoid this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.